Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot : device history reviewed: 3 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 45. By product family: 158 (47x smartset ghv, 111x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address mid-flexion instability and loosening of the tibial component at cement to implant interface, depuy cement was used. Doi: (B)(6) 2012, dor: (B)(6) 2017, right knee.